Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a acu watchdog alarm. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that acu watchdog alarm. Able to confirm the complaint by using onboard diagnostic tests such as checking the history on the pump and the time would be lost after shutting down. The mainboard was replaced and calibrated and passes all validation tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.